Event description:
It was reported that the patient with this implantable device had exhibited pocket infection. A revision was performed and the implantable device with the implantable leads were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: as the serial number of the lead is unknown, no investigation could be performed. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. The event is recovered in our database for trends purposes.